Manufacturer narrative:
A review of the device history record was conducted and no issues were noted. The device was not returned to argon for evaluation. There was a picture provided of the broken catheter; however, a definitive root cause could not be determined by the photo alone. Breakage was observed just below the nose of the overmolded extension set. Catheter damage can relate to handling in the user environment; some potential contributors include excess tension (improper handling/securement) or excess pressure (using a syringe less than 10 ml, flushing a 10 ml syringe with force, or flushing despite resistance). First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can prevent catheter damage. The issue is not likely due to material issue and is more likely due to product handling during product application. Therefore, no corrective action will be taken at this time.

Event description:
The nurse found the central catheter broken at the distal end of the catheter. The pediatrician was informed and the child was put on a drip to pursue its antibiotic treatment.